Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during a software update. The device was not in patient use. The device has been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator inoperative condition occurring during a software update. The ventilator was returned to the manufacturer's product investigation laboratory for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurred during a software update. The device was not in patient use. Section h.1 of the submitted report had serious injury selected. This was incorrect. No injury was reported and malfunction should of been selected.